Event description:
The customer reported the suction channel of the gastrointestinal videoscope was clogged. The issue was found when preparing the device for use in a diagnostic procedure. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was residue and foreign material in the biopsy channel. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The device was not used on a patient with foreign material attached and the customer precleaned the device without any delay after the previous procedure. All reprocessing accessories were without abnormalities. Manual cleaning was done within an hour of the previous procedure. The device was rinsed appropriately prior to manual disinfection. The instrument/suction channel was aspirated with water using the suction pump and the instrument channel was brushed. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found an aspiration failure and the forceps could not be inserted due to the clogged channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Although the defects found during evaluation were confirmed, the foreign material in the channel could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the channel could not be identified. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.